Event description:
The customer's mother reported via phone call that the insulin pump alarmed low battery then failed battery test. The insulin pump was not turning on with a battery inside. The insulin pump's battery was only lasting a day. The customer's blood glucose level was not reported. He will receive a replacement battery cap. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.